Manufacturer narrative:
An event regarding loosening involving an unknown patella was reported. The event was not confirmed. Device evaluation and results: not performed as no product was returned for evaluation. Medical records received and evaluation: a review of the provided medical records and x-rays by a clinical consultant indicated: in this extremely difficult case of multiple revisions with recurrent infection, distal femoral replacement, hinged knee components in a large male patient, enormous stress is concentrated on the long lever arm at the junction of the well-fixed cemented femoral stem and the unsupported distal segment. This likely led to an inevitable fatigue fracture after cyclic loading. Examination of the explanted components and their fracture surfaces could confirm this mechanism and rule out factors of faulty material or manufacturing. Device history review: not performed as no lot details were provided. Complaint history review: not performed as no lot details were provided. Conclusions: the medical review concluded that in this extremely difficult case of multiple revisions with recurrent infection, distal femoral replacement, hinged knee components in a large male patient, enormous stress is concentrated on the long lever arm at the junction of the well-fixed cemented femoral stem and the unsupported distal segment. This likely led to an inevitable fatigue fracture after cyclic loading. Examination of the explanted components and their fracture surfaces could confirm this mechanism and rule out factors of faulty material or manufacturing. The exact cause of the event could not be determined based on the information provided. Further information such as device details and return, pre and post operative x-rays, patient history and follow up notes are required to complete the investigation for determining a root cause. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
A revision was reported for a patient that occurred on march 9th, due to failed left total knee arthroplasty hinged knee replacement, secondary to tibial and patellar component loosening.

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
A revision was reported for a patient that occurred on (B)(6), due to failed left total knee arthroplasty hinged knee replacement, secondary to tibial and patellar component loosening.